Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed motor test. The motor may have had an intermittent failure that was not detected during our testing. The battery was inserted several times and all operating currents were within the specifications no unexpected low battery, off no power or battery out of limit alarm noted. The pump was also received with scratched lcd window, cracked near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.